Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed primary audible alarm. No patient injury reported.

Manufacturer narrative:
Unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was broken/removed from the bottom case, the front corners of the top case were chipped out and the right plunger and bottom caes were cracked. Review of the event history log showed an occurrence of a "primary audible alarm post" (paa) message. Functional testing found that the device was intermittently exhibiting a "paa" message at power up. The investigation found the cause of the issue was that the c9 on the interconnect board had a fractured solder joint due to the device being dropped or mishandled by the customer. The interconnect board was replaced to correct the issue. The service history review found no evidence of an issue related to the complaint within the review period., corrected data: h6: health effects.